Manufacturer narrative:
(B)(4). Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. H3 other text : see h10 manufacture narrative.

Event description:
Recently, the pre-flushed catheter irrigator (bd) has found that the piston and tube are not tightly connected, and the piston falls off after gently pulling back.